Event description:
It was reported that during the boot-up process, the device would constantly power cycle on its own and not complete the boot-up. The device would not have had the ability to be used on a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. The cause of the reported failure could not be determined.